Event description:
The pt reported his insulin infusion device did not give an a2 (battery low) alert before he rec'd an e2 (battery depleted) message. The pt stated he was using alkaline battery in the device. To troubleshoot, the device history was reviewed and there did not appear to be a a2 warning. This pt was advised to switch to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.